Event description:
It was reported that the head of a surgical bur broke off into the jaw of a patient during a wisdom tooth extraction procedure on (B)(6) 2025. A post-operative image was taken to verify the location of the broken bur which revealed a fragment of the bur was left behind in area #3. It was further reported that retrieval of the fragment of the bur can cause nerve damage as it is close to the ian. A 3dct was taken at a post-op visit showing the fragmented bur appearing to be perforating tissue and working outward near the extraction site. The patient was advised to be aware of tissue sensitivity in right lingual area. Patient was further advised that if she feels a sharp and irritating object, to return to retrieve the bur. Otherwise, patient will return for a six-month follow-up repeat 3dct imaging. A supplemental report will be submitted if additional pertinent information becomes available.

Manufacturer narrative:
The reported bur was not returned for evaluation. However, an investigation was performed on the same part number from a different lot. Neck strength testing on the 20-piece sample was performed and all 20 samples passed.